Event description:
See initial report.

Manufacturer narrative:
Parts of the device were investigated at the MFR site. They were found in good condition. It was only noticed that it was possible to disengage the side panel easier than expected completely out of its guideway. A partly (one side) disengaged side panel could be canted-especially if a sheet is jammed-in a way that the side panel is not completely caught in the lock mechanism. This is obvious for the user and has to be checked according to the user's manual. Additionally, the user is warned not to pinch sheets. The pt is protected against falling out by inside panels. According to the user's manual they have to be used to prevent the pt from falling out. This was not the case during the reported event. The reported event was related to a failure to follow the device instructions. This report is also a response to the FDA request dated may 24, 2006. Three pages of the user's manual are attached to this report.

Event description:
The side panel of the babytherm was not caught in the lock mechnism. The baby opened the panel during turn over and fell out of the device.